Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 5.8 cm thoracic aortic aneurysm approximately three weeks ago. There was moderate angulation in the aortic arch with areas of "knuckling", and the thoracic aorta was 30 mm in diameter. The valiant captivia stent graft was deployed at the level of the subclavian artery; however, during retraction of the nosecone into the sheath, the nosecone caught on the fabric of the stent graft and pulled the stent graft distally approximately 1 cm and resulted in a type I endoleak. The nosecone released from the fabric when the delivery system was pulled back. A second valiant captivia was implanted proximally to resolve the type I endoleak. During the retraction of the nosecone caught on the fabric; however, the stent graft was pulled back 2 mm before the physician re-advanced the delivery catheter to release the fabric from the nosecone. The delivery system was then removed from the patient without issue. No further treatment was required. The patient will be monitored by the physician. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (removal difficulties), patient's condition affected effectiveness of device (angulation of the thoracic aorta with areas of knuckling), device failure/lack of effectiveness related to patient condition (angulation of the thoracic aorta with areas of knuckling).